Manufacturer narrative:
The reported event of blood found in the insulation and sensing issue were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the lead coil and insulation were compressed/damaged consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage. Destructive analysis found the inner insulation was damaged in the compression/damage region consistent with procedural damage.

Event description:
It was reported, that the right ventricular lead exhibited r-wave amplitude variation. During the procedure, blood was found in the insulation layer. The lead was explanted and replaced. The patient was in stable condition.